Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and patient experienced a neurological impairment. The procedure was a pulmonary vein isolation for atrial fibrillation using the qdot micro ablation catheter. The patient was heparinized throughout the case. The physician noted that the patient was experiencing slurred speech 3 hours post procedure and he is suspicious of a possible stroke. The physician also noted that an MRI has not yet been completed and the exact diagnosis and cause is undetermined. A stroke is suspected but not confirmed. It is unclear if the sign/symptom was transient or permanent. The event is reportable to the us FDA as a conservative measure.